Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
H6 - adverse event problem - updated clinical, health impact and device codes to reflect pain at the ipg site.

Event description:
Additional information revealed that the surgery had occurred on an unknown date due to patient experiencing discomfort at the pocket site. Postoperatively, the discomfort has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent an ipg revision in (B)(6) 2021 for an unknown reason. Further information is currently unavailable.